Manufacturer narrative:
Concomitant medical products: product ID: dtma1q1 ICD, implanted: (B)(6) 2017, product ID: 407645 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device and leads were protruding. The patient's system was explanted and replaced due to erosion. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.